Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the image disappeared when the device was angulated at the u side. The insertion section had dents and the connecting tube had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that physical stress was applied to insertion section and closed circuit device (ccd) unit was damaged during device handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had a black screen. The issue was found during preparation to use prior to the diagnostic tracheoscopy procedure. The procedure was completed with another device with no delay. The patient was not under anesthesia. There were no reports of patient harm.